Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. Little oil loss. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is a missing bolt in the linkage of 4 bar assembly. The patient did not fall.